Manufacturer narrative:
Concomitant medical products: dtbb1d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit, the left ventricular (lv) lead threshold was high and unable to capture. A chest x-ray revealed that the lv lead had dislodged into the main coronary sinus. The lead was programmed off and was capped and replaced at a later date. No patient complications have been reported as a result of this event.